Manufacturer narrative:
Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an open reduction internal fixation (orif) of the distal radius system implantation, while inserting an unknown volar variable angle (va) plate, the surgeon was using a guide block on the unknown plate. The surgeon preferred inserting provisional 2.4mm cortex screws in the distal portion of the unknown plate through the guide block. However, two (2) of the cortex screws would not fit through the guide block. One of them did. The surgeon understood that the unknown variable angle (va) locking screws are to be used in the distal portion, cortex screws have been used in the past to compress the unknown plate provisionally before replacing with an unknown va variable angle (va) locking screws. The surgeon inserted an unknown variable angle (va) locking screws instead of a cortex screws. The issue was that the 2.4mm cortex screws heads are different diameters and some would not fit through the guide block. The procedure was completed successfully with a surgical delay of five (5) minutes. There was no patient consequence reported. Concomitant device reported: plate (part number unknown, lot unknown, quantity 1), guide block for 2 column plate 7 hole head/left (part number 03.111.701, lot unknown, quantity 1), 2.4mm cortex screw slf-tpng with t8 stardrive recess 18mm (part number 201.768, lot unknown, quantity 1). This report involves one (1) 2.4mm cortex screw slf-tpng with t8 stardrive recess 18mm. This is report 3 of 3 for (B)(4).